Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It has been reported that the spiral wire detached from the inside of the catheter. On (B)(6) 2012 the epidural catheter was received and is separated. Follow up info received on (B)(6) 2012 states when the nurse sat the pt up to remove the catheter she found the catheter was in two pieces. She was able to pull the severed piece from the pt's back with her fingers. Everything was removed from the pt and there were no pt complications reported.